Event description:
It was reported that an unspecified access set was leaking from an unspecified location. During fentanyl administration, the unspecified pump that was being used was alarming because air bubbles were detected. Upon inspection of the access set, it was observed that there was a leak in the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.